Manufacturer narrative:
Cmp-(B)(4). Customer has not yet indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It is reported patient underwent an elbow arthroplasty. Limited information suggest the patient may be indicated for a revision surgery due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. X-rays were provided and reviewed by mmi. The following was identified: "two main complications are seen that can be a source for revision on the right total elbow arthroplasty. Decreased mineralization in the proximal forearm bones and periprosthetic lucency are findings suspicious for loosening/infection. Likely some element of bone resorption involving the distal humerus with absence of large segments of bone, including a cerclage wire not attaching to any bone component." Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported patient underwent an elbow arthroplasty. Limited information suggest the patient may be indicated for a revision surgery due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable. X-ray review indicates that decreased mineralization in the proximal forearm bones and periprosthetic lucency are findings suspicious for loosening/infection. Large segments of bone appear to be absent, including a cerclage wire not attaching to any bone component.